Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/28/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under the down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test display was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed that moisture corrosion was visible on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.